Manufacturer narrative:
(B)(4) device evaluation: the report of leaking from the distal lumen was confirmed. One 2-lumen 7 fr x 20 cm catheter was returned. The customer also provided two photographs showing a catheter inside of a plastic bag. No relevant information was obtained from reviewing the photographs. No defects or anomalies were observed during visual examination without magnification. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45 psi for 30 seconds. The opposite end of each lumen was occluded during testing. No leaks or crossovers were observed on the proximal lumen. A leak was observed at the interface of the distal lumen with the juncture hub. Microscopic inspection found a small hole in the extension line at the point where it enters the juncture hub. A device history record review was performed on the catheter and did not reveal any findings relevant to this complaint issue. Based on the location of the hole and the information provided, the probable cause of this issue is manufacturing related. Further investigation has been initiated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the anesthesia/respiratory department. The catheter was successfully inserted. When administering medication, the solution was found leaking from the hub of the distal lumen. As a result, the catheter was exchanged for a new one. There was a delay in treatment with no patient harm and no patient death or complications reported.